Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tube"), device dislocation ("the left essure coil had disappeared"), abdominal pain ("abdominal pain/ pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6)). Concurrent conditions included body mass index normal. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced polymenorrhoea ("frequent menstrual cycles"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), migraine ("migraines / severe migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), depression ("depression") and uterine enlargement ("enlarged uterus"). The patient was treated with oxycocet (percocet), vicodin, surgery (plaintiff underwent a partial hysterectomy to have essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, abdominal pain lower and migraine had not resolved, the device dislocation, polymenorrhoea, dysmenorrhoea, abdominal distension, hormone level abnormal, vulvovaginal pain, depression and uterine enlargement outcome was unknown and the abdominal pain and headache was resolving. The reporter provided no causality assessment for depression, device dislocation, fallopian tube perforation, headache, uterine enlargement and vulvovaginal pain with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, migraine and polymenorrhoea to be related to essure (ess205). The reporter commented: plaintiff also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan - on an unknown date: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 08-jan-2018: pfs received. New reporters, patient dob, height, weight, historical conditions, concomitant disease, product indication, removal date updated, new events device dislocation, headaches, vaginal pain, fallopian tube perforation, depression, uterine enlargement added. Outcome for the events abdominal pain lower, migraines, painful intercourse, heavy bleeding, added as not recovered / not resolved and for headaches, abdominal pain added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("frequent menstrual cycles"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and migraine ("migraines / severe migraines"). The patient was treated with surgery (plaintiff underwent a partial hysterectomy to have essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, polymenorrhoea, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal distension, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, migraine and polymenorrhoea to be related to essure (ess205). The reporter commented: plaintiff also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Most recent follow-up information incorporated above includes: on 24-jul-2017: correction: evaluation codes corrected. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tube"), device dislocation ("the left essure coil had disappeared"), abdominal pain ("abdominal pain/pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1984, (B)(6) 1987, (B)(6) 1988) and mental disorder. Concurrent conditions included body mass index normal, urinary frequency, nonsmoker, allergic reaction to antibiotics, premenopausal menorrhagia and left lower quadrant pain. Concomitant products included anaesthetics (anesthesia). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced polymenorrhoea ("frequent menstrual cycles, menstrual cycle twice a month with heavy bleeding"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). In 2009, the patient experienced dyspareunia ("painful intercourse, unable to engage in sexual relations with husband"), abdominal pain lower ("cramping"), migraine ("migraines / severe migraines"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menstrual cycle twice a month with heavy bleeding"). In (B)(6) 2009, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine enlargement ("enlarged uterus"). The patient was treated with oxycocet (percocet), vicodin, surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, polymenorrhoea, dysmenorrhoea, abdominal distension, hormone level abnormal, vulvovaginal pain, depression, uterine enlargement and menorrhagia outcome was unknown, the abdominal pain, genital haemorrhage and headache had resolved and the dyspareunia, abdominal pain lower and migraine had not resolved. The reporter provided no causality assessment for depression, device dislocation, fallopian tube perforation, headache, uterine enlargement and vulvovaginal pain with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine and polymenorrhoea to be related to essure (ess205). The reporter commented: plaintiff also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Conflicting dates provided for essure removal: (B)(6) 2017. Date for the event fallopian tube perforation in previous follow up: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan - in (B)(6) 2007: fallopian tube perforation; on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Outcome for event headaches, abnormal bleeding and abdominal pain updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her fallopian tube"), device dislocation ("the left essure coil had disappeared"), abdominal pain ("abdominal pain/pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 1984, (B)(6) 1987, (B)(6) 1988). Concurrent conditions included body mass index normal, urinary frequency, nonsmoker, allergic reaction to antibiotics, premenopausal menorrhagia and left lower quadrant pain. Concomitant products included anaesthetics (anesthesia). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced polymenorrhoea ("frequent menstrual cycles, menstrual cycle twice a month with heavy bleeding"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse, unable to engage in sexual relations with husband"), abdominal pain lower ("cramping"), migraine ("migraines / severe migraines"), headache ("headaches"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menstrual cycle twice a month with heavy bleeding"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression") and uterine enlargement ("enlarged uterus"). The patient was treated with oxycocet (percocet), vicodin and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, polymenorrhoea, dysmenorrhoea, abdominal distension, hormone level abnormal, vulvovaginal pain, depression, uterine enlargement and menorrhagia outcome was unknown, the abdominal pain and headache was resolving and the genital haemorrhage, dyspareunia, abdominal pain lower and migraine had not resolved. The reporter provided no causality assessment for depression, device dislocation, fallopian tube perforation, headache, uterine enlargement and vulvovaginal pain with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine and polymenorrhoea to be related to essure (ess205). The reporter commented: plaintiff also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Conflicting dates provided for essure removal: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan - on an unknown date: fallopian tube perforation; on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received: medically confirmed reporter, patient ethnicity added, product indication updated, lab data, concomitant drugs, concomitant conditions and new event menorrhagia added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated her fallopian tube'), device dislocation ('the left essure coil had disappeared / left essure coil had migrated'), abdominal pain ('abdominal pain/pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (23jun1984, 08aug1987, 18may1988) and mental disorder. Concurrent conditions included body mass index normal, urinary frequency, nonsmoker, allergic reaction to antibiotics, premenopausal menorrhagia and left lower quadrant pain. Concomitant products included anesthetics. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced polymenorrhoea ("frequent menstrual cycles, menstrual cycle twice a month with heavy bleeding"), dysmenorrhoea ("severe menstruation pain") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). In 2009, the patient experienced dyspareunia ("painful intercourse, unable to engage in sexual relations with husband"), abdominal pain lower ("cramping"), migraine ("migraines / severe migraines"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menstrual cycle twice a month with heavy bleeding"). In (B)(6) 2009, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus") and menstrual disorder ("unusual periods"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, polymenorrhoea, dysmenorrhoea, abdominal distension, hormone level abnormal, vulvovaginal pain, depression, uterine enlargement, menorrhagia and menstrual disorder outcome was unknown, the abdominal pain, genital haemorrhage and headache had resolved and the dyspareunia, abdominal pain lower and migraine had not resolved. The reporter provided no causality assessment for depression, device dislocation, fallopian tube perforation, headache, uterine enlargement and vulvovaginal pain with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, migraine and polymenorrhoea to be related to essure (ess205). The reporter commented: plaintiff also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Conflicting dates provided for essure removal: (B)(6) 2017 and (B)(6) 2017. Date for the event fallopian tube perforation in previous follow up : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan - on an unknown date: results: essure confirmation test.; on an unknown date: plaintiff had an enlarged uterus; in (B)(6) 2007: results: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event unusual periods added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure perforated her fallopian tube'), device dislocation ('the left essure coil had disappeared / left essure coil had migrated') and abdominal pain ('abdominal pain/pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (three pregnancies), parity 3 (live births on (B)(6) 1984, (B)(6) 1987, (B)(6) 1988) and mental disorder (psychiatric problems). Concurrent conditions included body mass index normal, urinary frequency, nonsmoker, allergic reaction to antibiotics (to bactrim), premenopausal menorrhagia and abdominal pain lower (left lower and right lower quadrant). Concomitant products included anesthetics. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced polymenorrhagia ("frequent menstrual cycles, menstrual cycle twice a month with heavy bleeding") with menstrual disorder and menorrhagia, dysmenorrhoea ("severe menstruation pain") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding") and headache ("headaches"). In 2009, the patient experienced dyspareunia ("painful intercourse, unable to engage in sexual relations with husband"), abdominal pain lower ("cramping"), migraine ("migraines / severe migraines") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2009, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine enlargement ("enlarged uterus"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, polymenorrhagia, dysmenorrhoea, abdominal distension, vulvovaginal pain, hormone level abnormal, depression and uterine enlargement outcome was unknown, the abdominal pain, genital haemorrhage and headache had resolved and the dyspareunia, abdominal pain lower and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, migraine, polymenorrhagia, uterine enlargement and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Discrepancy noted in essure removal: (B)(6) 2017 and (B)(6) 2017. Date for the event fallopian tube perforation in previous follow up :(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: patient underwent essure confirmation test (hysterosalpingogram). Ultrasound scan - on an unknown date: essure confirmation test; on an unknown date: enlarged uterus; in (B)(6) 2007: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.